Event description:
Consumer called to report higher readings than the emt meters. She was in the park and felt very low, passed out and woke up with emt assistance. Emt reading on their meter was lower than the plink.